Event description:
The customer reported that a patient was found dead. Nurses said that the patient was connected to mx40 telemetry and the patient information center ix (pic ix) wasn't alarming.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a patient was found dead in the restroom.. Nurses said that the patient was connected to mx40 telemetry and the patient information center ix (pic ix) wasn't alarming. No active alarm in pic ix after leads were disconnected. The nurse was looking for patient because there was not information in pic ix and found the patient expired. The remote service engineer (rse) was able to pull logs and investigate those with a telemetry product support specialist who determined that the piic was not involved in the issue and is not at fault. The piic was connected to the mx40 but the mx40 was not powered on therefore no alarm would have been sounded at the piic. The piic ix was working as intended with no failure and alarmed as expected considering the situation.